Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that a discectomy surgery was done, unrelated to the device therapy. A CT scan had confirmed the system was intact. A repeated MRI had been ordered. About 10 minutes into the MRI scan, the patient started complaining of a burning sensation at the implantable neurostimulator (ins) pocket site. The MRI was stopped and the burning sensation stopped immediately. It was noted that the device was put into MRI mode prior to the scan. The settings of the MRI were unknown. Additional information received from the rep in response to follow-up reported that they were trying to set up an appointment with the patient. Additional information received from the rep reported that impedances and x-rays looked good. No issues were found. The rep had spoken to the MRI site and it was stated that it had been an on-label scan. It was 1.5 tesla and the receive-only coil for a spine scan was used. It was then stated that it was not a burning sensation but it had felt like the ins/pocket was getting hot. It was also noted that the patient had a bone spur on the right side and he felt irritation when stimulation was on. Relevant medical history included non-malignant pain. No further follow-up was required.